Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. Reverse bleeding occurred 2.5 hours after use. The procedure was completed without any problem. No patient consequence. Additional information was received. The section that blood return issue was observed was the hemostatic valve. The device evaluation was completed on 27-aug-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. No leakage issues were observed. Therefore, the complaint was not duplicated and it could not be confirmed. The hemostatic valve leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the instructions for use (IFU): use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 18-sep-2024, noted a correction to the 3500a follow-up #1 under d4. Primary UDI number field as it should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and a hemostatic valve leak issue occurred. Reverse bleeding occurred 2.5 hours after use. The procedure was completed without any problem. No patient consequence. Additional information was received on 10-jul-2024. The section that blood return issue was observed was the hemostatic valve. A few drops, but the exact amount was unknown. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. Additional information was received on 24-jul-2024. No needle product was used with the vizigo sheath.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).